Event description:
It was reported the lead was explanted due to infection. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the outer insulation was breached due to environmental stress cracking; the distal segment was returned for analysis. All conductors were distorted and blood/body fluid was observed (not obstructed). The outer insulation was melted, had environmental stress cracking, was breached cut and a white substance was observed.